Event description:
Reportedly, the xience prime was loaded on to a spartacore guide wire and met resistance and jammed onto the wire. It became hard to move and then the stent slid down the shaft of the system and it was then the stent delivery balloon was removed, with a lot of trouble, damaging the balloon in the process, possibly perforating the balloon. When the stent was prepped the nurse applied a very small amount of flush to rear port but not enough to affect anything. The registrar loaded the stent was holding it with a high amount of force which crushed the stent (it was his first time). The spartacore guide wire was cut with scissors to remove the stent delivery balloon. Another xience prime and guide wire was successfully used to complete procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system (sds) was unable to be replicated in a testing environment due to the damage noted to the sds. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow up will be submitted with all relevant information. The xience prime ll referenced is being filed under a separate manufacturing report number.